Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system non-dehp i.v. Catheter extension set leaked at the "female connector below clave". The issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient was pediatric. The leak was noted after connection to the intravenous (IV) fluid setup. The IV set was replaced and the dressing was changed to resolve the issue. The actual device was not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed and no damage was observed that would contribute to the reported condition. The reported condition was not verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.